Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.4 cm in diameter abdominal aortic aneurysm artery aneurysm. It was reported that during the index procedure there was a late proximal type I endoleak. Per the physician, the cause of the proximal type I endoleak was due the patient¿s anatomy; calcified proximal aortic neck. No additional clinical sequelae were reported and the patient will be monitored by the physician.